Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06013. It was reported that the asymptomatic patient presented remotely. Upon review, the implantable cardioverter defibrillator and right ventricular lead exhibited intermittent loss of capture. The right ventricular lead was repositioned on (B)(6) 2021. The patient was in stable condition.